Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 73 year old female patient presenting for impella support. During support, hemolysis was suspected due to patient's hemolytic urine. Haptoglobin was delivered as treatment.